Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional/changed and/or corrected data : d.6., d.7., g.1.

Event description:
Healthcare professional reported "disproportion, capsular contracture,¿ baker's grade unknown. The device was explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "disproportion, capsular contracture,¿ baker's grade unknown.

Event description:
Healthcare professional reported "disproportion, capsular contracture,¿ baker's grade unknown. The device was explanted. This record is for the left side.